Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was beeping as customer felt into the pool with insulin pump. Customer's blood glucose was unknown. Customer stated that strip of plastic above the lcd screen was missing. Customer was advised to discontinue use of the insulin pump and revert back as per the health care professional instruction. The device will be returned for the analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify audio/vibrate anomaly/absence of alarm due to blank display.